Event description:
It was reported that approximately 3ml volume discrepancy had been observed at every refill. The patient¿s last refill was ¿a couple weeks ago.¿ the caller stated that the patient¿s dose had gradually been increased and at every refill there had been ¿like a couple ml difference.¿ on the day of the report a catheter dye study and rotor study were performed. The dye study showed a patent catheter and the catheter looked great. The reporter did not notice any turn in the rollers during the rotor dye study; however, stated that the patient was getting therapy and ¿in all truth and reality, it probably is running just fine.¿ troubleshooting was performed and it was indicated that the rotor study may have been performed incorrectly. No motor stalls were recorded in the event logs. The reporter stated that the patient seemed to be getting good therapy; however, also mentioned that the patient had a little bit of tightness. The reporter stated that they were to have the patient into the office in a couple weeks to a month to check again for a volume discrepancy. The device system was used to deliver lioresal (baclofen). It was later reported that the patient was doing well. They were going to monitor the patient¿s pain and possibly increase his dose ¿but not right now.¿ it was later reported that a volume discrepancy occurred. The expected reservoir volume (erv) was approximately 6ml and the actual reservoir volume (arv) was approximately 14ml. A dye study and rotor study were performed. There appeared to be ¿issues with the rotors.¿ no alarms every sounded indicating an issue. The patient experienced increased spasticity. The pump was replaced. The device system was used to deliver gablofen 500mcg/ml at approximately 874mcg/day. The patient status was reported as ¿alive-no injury.¿

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n134503030, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Event description:
Additional information received reported that the patient had gablofen in the device both before and after the pump replacement; however, the lot numbers were not available. The reporter had no further information to provide.